Event description:
The customer reported that the system displayed an a/d channel 8 failure and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The technique printed circuit board and the static ram were replaced and the system was calibrated. The system was tested and found to be working as intended and put back into service.